Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2017, a 25mm trifecta valve was implanted. On (B)(6) 2022, the patient was hospitalized due to a right frontal hemorrhagic stroke and left hemiparesis. Anti-epileptic prophylaxis and mantinol were administered. Vegetation and mild mitral regurgitation found by echocardiogram. The patients blood tested positive for a bartonella, so the patient did 3 months of antibiotic treatment. At the 3 month checkup, another echocardiogram showed no vegetation. The patient is reported to be discharged on (B)(6) 2022.

Manufacturer narrative:
An event of a right frontal hemorrhagic stroke, left hemiparesis, vegetation and mild mitral regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.